Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge and resumed insulin delivery successfully.